Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a follow up report detailing the results of the eval.

Event description:
A report was received that alleges that the tracheostomy tube was found to be deflating at the cuff after an unknown amount of time in use. An emergent exchange of the tracheostomy tube was required. No incident related medical sequel was reported.